Manufacturer narrative:
(B)(4). Buckled knife. The analysis results found that one (B)(4) device was returned with an xcel trocar on the shaft, the anvil closed, the firing mechanism jammed and with a partially fired cartridge reload loaded on the device. After further analysis it was noted that the knife had buckled, and cartridge reload was indented. The damage to the cartridge and knife is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the knife will bucked. When the knife buckles the firing mechanism becomes jammed unable to return the knife completely and being able to open the device. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction are included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device was closed and began to fire. They could not fully fire the device and could not get it to open back up. The procedure was converted to open. They used an open device to staple around the device to remove it. No tissue trauma reported. They were not able to de-articulate the device to remove it from the trocar; therefore, the device will be returned inside the trocar. On what tissue type was the device used? At what location on the tissue? Rectum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? 2nd. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes, on 2nd stroke to fire made loud crunch sound. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing on 2nd stroke. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Converted to open and used contour to cut off tissue. Is there any other additional information you would like to share about this device or procedure? Device was closed on tip of babcock.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional follow up: no change post-op course. Patient recovering fine. Full recovery expected. Physician has been using for about 3-4 months and has been inserviced.